Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose was 283 mg/dl at the time of event. Reportedly, the customer declined troubleshooting with tandem technical support.